Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from france that the trigger was blocked on the compact air drive device. During the pre-repair diagnostics assessment, it was determined that the device was worn out and was in a bad general condition ¿body check¿. It was further determined that the device was in poor use, had lack of maintenance and dismantling was impossible. It was further determined that the device failed for general condition, marking and labeling, check attachment coupling with attachments, check reverse locking mechanism, check air hose coupling, check the attachment coupling, check for air leak, check function of soft mode switch (safety system), check triggers for forward/reverse mode, check for untrue running and for check for excessive noise. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.